Event description:
The facility representative reported a colleague infusion pump with an unknown failure code. This event occurred during biomed testing in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be failure code 801:43. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with an unknown failure code was not confirmed nor reproduced. However, failure code 801:43 was confirmed in the event history. The assignable cause was determined to be a defective pump head module. The pump head module was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter will continue to monitor similar reports to determine if further actions are required.